Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a depleted battery. As a result, new battery pack is recommended to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.